Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at end of procedure device fully hooked up to leads and device in pocket, but pocket not closed, a discrepancy was noted between analyzer atrial lead sensing measurements and device sensing atrial lead measurements. The doctor unhooked atrial lead and hooked back up to analyzer with same analyzer measurements. Due to confusion caused by ventricular pacing through the device and atrial sensing on the analyzer. The doctor decided to unhook right ventricular (rv) pace/sense (p/s) lead from device. The set screw on the p/s would not retract. The doctor broke several different wrenches trying to retract the set screw. The device was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.